Event description:
It was reported that patient had lead and generator explanted due to pain in the neck and lead pulling sensation. During surgery the surgeon noted several kinks in the lead as well as additional tie downs that limited lead mobility. After extensive manipulation of the lead, the surgeon felt that the lead had been damaged during the surgery and therefore decided to do a removal of lead and generator. The physician later responded that the believed cause of the lead kinks are due to limited mobility from inappropriate tie down and inadequate strain relief from original lead placement leading to patient movement causing the lead to kink. Per the surgeon, excessive manipulation of lead and long-standing kinks caused the lead to be damaged and not suitable for long-term usage. The explanted devices were discarded. A conversation was held with the implanting surgeon regarding the mistake made. Device history records were reviewed and the lead was seen to pass all functional and quality testing prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.